Event description:
It was reported that this pacemaker was attempted implanted. The physician connected the leads to the device and the threshold values were much higher than it was observed with pacing system analyzer (psa) and there was no unipolar capture on the right atrial (ra) lead. Then the physician removed the device from pocket, retested leads through psa and double checked there was no air/heme/fluid in device header. Lead testing remained normal through psa. However, when the leads were connected back to the generator and as soon as device was placed in the pocket, the same phenomenon occurred--normal sensing and impedances but elevated thresholds. Subsequently, the physician opted to implant a new device. No adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was attempted implanted. The physician connected the leads to the device and the threshold values were much higher than it was observed with pacing system analyzer (psa) and there was no unipolar capture on the right atrial (ra) lead. Then the physician removed the device from pocket, retested leads through psa and double checked there was no air/heme/fluid in device header. Lead testing remained normal through psa. However, when the leads were connected back to the generator and as soon as device was placed in the pocket, the same phenomenon occurred--normal sensing and impedances but elevated thresholds. Subsequently, the physician opted to implant a new device. No adverse patient effects were reported. The device is expected to return for analysis.